Manufacturer narrative:
Device return requested. There was no serial number pertains to this device. Therefore, a review of the device history record has not been completed. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/25/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.